Event description:
Unnecessary charges and jolts. Everyone said nothing wrong. Pt was imagining after explant. There were over 200 episodes in one month. One discharge happened while driving car nearly went into a building. FDA in pt's opinion is not honest with consumer when inquiries are made. Pt called MFR more than once to ask about problems or recalls. They laughed.